Event description:
It was reported that a patient sustained bruising, blisters, and skin color changes after the use of renuvion. This patient underwent mastopexy, vaser liposuction, lipo-transfer and renuvion treatment to the abdomen, flanks, upper back on (B)(6) 2021. This is a (B)(6) year old female patient with a medical history of one birth smoker and a surgical history of liposuction one year ago. The generator settings were noted at 70% gas and 2.0 flow and 3.5 liters of infiltration. The insertion sites were at the supra pubic, inner part of the umbilical area 12 o clock, axillar area (linea axillar posterior). Tumescent anesthesia was used with nacl and tranexamic acid with one ampule of adrenaline. 4 passes were performed to the back area and flanks. The complication are in abdominal area at the right obliques area 3 x 5 cm blisters with wound, silvaderma and hyperbaric chamber treatment. The patient is still in the healing process. The surgeon believes the apyx medical device caused and/or contributed to this event. It was determined that this event is due to the surgeon technique, the patient suffered burns to the areas treated for subdermal coagulation. However, there was no alleged malfunction of the device.